Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use for the coronary diagnosis procedure when the issue occurred, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and found that the system has software issue. Rse reviewed the log files and confirmed that the ippc degraded disk bay board - frontal (v2) and ippc failed to boot up. To resolve the reported issue, the fse visited onsite and replaced the disk bay. After replacement of the disk bay, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.